Event description:
Reporter indicated that pt has been experiencing heart palpitations. The pt did not know whether the heart palpitations coincided with stimulation. It was reported that the palpitations began within a few weeks of parameter increase. The pt has reportedly been seen by their neurologist since the palpitations began, but no intervention has been taken to date.